Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 486 mg/dl. The customer's last infusion set change was on the day of the event. Prior to the hospitalization, the customer had fallen while she was at school. The infusion set was replaced, and when she arrived at the hospital, the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.